Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported syringe pumps are not recognizing 3ml bd syringes model 309657. Customer has been using 1ml as a work around. No labels are attached to the syringe. There has been patient involvement however no patient harm. At this time, no devices are available for return for investigation. Through additional customer follow up it was noted that this is not a specific device issue. This is a "chronic issue" when attempting to deliver lipids to micropreemies using a 3ml syringe. The hospital now only packages lipids in a 1ml syringe. Manufacturer representative provided troubleshooting and workflow education to the customer

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary : the report event of the ¿syringe not recognized¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect and concomitant devices were returned for this investigation; therefore, an inspection could not be performed. The facility did not provide the logs of the devices for investigation. According to syringe loading alaris¿ pca and syringe modules tip sheets it indicates the following. Step one¿open the syringe barrel clamp (clear piece). 5. Pull the clamp out and hold it out. 6. Rotate the clamp to left clockwise or counterclockwise and gently release it. Step two¿raise the drive head (gray in color) to the fully extended position. 7. Twist the gripper control clockwise and hold it. 8. Raise the drive head to the full extension. 9. Gently release the gripper control. Step three¿load the syringe. 3. Insert the syringe barrel flange between the barrel flange grippers. Note: ensure the syringe is loaded with the syringe labeling and graduation marks facing forward for easier viewing. Step four¿lock the syringe in place. 5. Pull the syringe barrel clamp (clear piece) out and hold and rotate it until it lines up with the syringe. 6. Gently release the clamp against the syringe. Step five¿lower the drive head and lock the plunger in place. 7. Twist the gripper control clockwise and hold it. 8. While holding the gripper control open and holding smaller syringes by the plunger, gently lower the drive head until it contacts the plunger. 9. Gently release the gripper control. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿syringe not recognized¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported syringe pumps are not recognizing 3ml bd syringes model 309657. Customer has been using 1ml as a work around. No labels are attached to the syringe. There has been patient involvement however no patient harm. At this time, no devices are available for return for investigation. Through additional customer follow up it was noted that this is not a specific device issue. This is a "chronic issue" when attempting to deliver lipids to micropreemies using a 3ml syringe. The hospital now only packages lipids in a 1ml syringe. Manufacturer representative provided troubleshooting and workflow education to the customer.